Event description:
Report of pt being transported from one location to another by a commercial transport service. She was moved on to lift, the lift plate stop folded over her left foot causing personal injury.